Event description:
Additional information noted noise and a rise in impedance leading up to the discovery of lead fracture. The patient was doing well post procedure with no complications.

Event description:
It was reported that a fracture was observed on the patients right ventricular lead. The lead was capped and replaced.